Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr correlation results. Results are as follows: date: (B)(6) 2014, inratio inr: 1.3, 2nd inratio inr 2.3. The 1.3 result was the one in question which was on inratio monitor sn (B)(4). The 2nd inratio result was on a different inratio monitor, no serial number provided. The caller reported that multiple finger sticks were performed on the same finger for both tests. The time between testing was less than five minutes. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.